Event description:
It was reported that after cutting the lifespan to the appropriate length, the outer coating peeled off together with the spiral support during removal. The peeled coating looked like it had been shredded into fibrous strands. The peeled coating was carefully trimmed, and the lifespan was used as is. No injury was reported to the patient. Note: additional information related to the complaint was received on 27aug2025 indicating that a second occurrence of this issue occurred on an unknown date. At the time of the original complaint, it was only reported that 1 failure occurred (reference emdr 1220948-2025-00128). This is report 2 of 2 related to the second product.

Manufacturer narrative:
The product was not returned for investigation as it was implanted. However, the photo provided shows an example of the reported issue. Therefore, we could not conclusively determine the root cause of the reported incident. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. Per the IFU: "when using a graft with removable external ptfe monofilament support, slowly unwind the monofilament at a right angle to the graft. Be careful to avoid removal of the thin spirally wrapped eptfe tape. Rapid unwinding and/or removal of the monofilament support parallel to the axis of the graft may damage the product. Suture technique: disruption of the graft, host vessel, and/or suture lines may occur if appropriate suture techniques are not observed. Utilize a small diameter, tapered, noncutting needle to prevent bleeding from suture holes." We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Note: this is report 2 of 2 related to the second product.